Manufacturer narrative:
Findings: unit was returned for power error (alarm 25). Detailed trace analysis confirmed power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Unit had minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was 8.8 mmol/l. The customer stated that the alarm went off every 4th hour and went on every half an hour. The customer was advised that the device needs to be replaced and revert to a back up plan.